Event description:
The customer stated that she tested her blood glucose and received a reading of 77 mg/dl using her contour meter. She called paramedics because she was not feeling well. When paramedics arrived, they tested the customer's glucose at 20 mg/dl using their meter (brand/type unknown). When the customer called, she was on her way to the hospital. She declined to give any more info and stated that she would call back. Attempts to reach the customer for more info have not been successful. No product will be returned at this time.